Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/27084091. This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing an infection following elbow arthroplasty.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the part and lot number is unknown. This device is used for treatment. Product history search cannot be completed since the part and lot number is unknown. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definite root cause cannot be determined with the information provided.